Manufacturer narrative:
Sanofi company comment dated 22-aug-2016: this case concerns a patient who experienced decreased mobility resulting from decreased range of motion of joint (knee).based upon the positive temporal relationship, a causal role of product cannot be denied for occurrence of events, however, lack of information regarding the patient's medical history, concurrent conditions, injection technique and the conditions under which synvisc was administered precludes the complete case assessment.

Event description:
It progressed to the point where patient cannot move [mobility decreased], couldn't bend knee, went from 110 degrees to zero [joint range of motion decreased], had pimples on the knee (9 of them in a ring shape) [injection site rash], swelling [injection site swelling], pain [injection site pain]. Case narrative: case was initially submitted via sanofi legacy database and is now being re-distributed to FDA at their request. This unsolicited case from united states was received on 10-aug-2016 via health authority (USA FDA; reference number: mw5063580) from a pharmacist. This case concerns a patient (demographics: not provided) who received treatment with synvisc one injection and later after 1 day experienced swelling, pain and couldn't bend knee, went from 110 degrees to zero, had pimples on the knee (9 of them in a ring shape) after 10 days and it progressed to the point where patient cannot move after unknown latency. No past drugs, medical history, concomitant medication and concurrent condition were reported. On an unspecified date, the patient initiated treatment with intra-articular synvisc one injection, (dose, frequency, indication, batch/lot number and expiration date: not provided). On unspecified date, 1 day after receiving injection, patient experienced swelling, pain, could not bend knee and went from 110 degrees to zero. On an unknown date, after 10 days, patient had pimples on the knee (9 of them in a ring shape). On an unknown date, after unknown latency, it progressed to the point where patient could not move. Action taken: unknown. Corrective treatment: not reported for all events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for all events. Pharmacovigilance comment: sanofi company comment dated 22-aug-2016: this case concerns a patient who experienced decreased mobility resulting from decreased range of motion of joint (knee).based upon the positive temporal relationship, a causal role of product cannot be denied for occurrence of events, however, lack of information regarding the patient's medical history, concurrent conditions, injection technique and the conditions under which synvisc was administered precludes the complete case assessment.